Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The device was returned with the stent mounted on to the balloon. A visual and microscopic examination identified that the stent had been moved approximately 10mm distally on the balloon. Both distal and proximal stent struts were noted to be lifted. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified no damage or any issues along the length of the device. The dfu states that this device is indicated for the treatment of atherosclerotic lesions found in iliac arteries up to 100 mm in length, with a reference diameter of 6 mm to 10 mm. The complaint device was used to treat the subclavian.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld iliac / biliary stent was advanced; however, while advancing through a guide catheter, resistance was encountered and the stent detached with the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld iliac / biliary stent was advanced; however, while advancing through a guide catheter, resistance was encountered and the stent detached with the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.